Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump's display was blank. They changed the battery and it still did not power up. Troubleshooting was performed. They remove the battery but the insert battery alarm did not display on the insulin pump's screen. After the customer was advised to clean the battery cap contacts and insert the battery, the display returned. They received a power loss alarm and was assisted with clearing it. They were advised to monitor the insulin pump. They called back to report that about 30 minutes after troubleshooting, the insulin pump shut off again. The caller stated that they got the low battery alert again. The reservoir showed it was half empty even though the reservoir had been previously changed. The customer's blood glucose level during the incident was 363 mg/dl. It was also noted that they received a software error detected and motor cannot communicate error. The insulin pump was returned for analysis.